Manufacturer narrative:
The affected n2o cartridges from the initial reporting facility were removed by the pacira field representative and returned to pacira for evaluation and investigation. Additionally, a product hold for the specified lot of n2o cartridges was put in place pending the results of the investigation. The reported event with the cartridges was limited to the reporting facility. Additional actions for this event will include a CAPA to identify the root cause of the incident. The event occurred post-procedure. There was no reported adverse patient event and no injury associated with this incident. Monitoring of any related complaints is on-going as part of the post-market surveillance activities for the iovera system.

Event description:
On 16-sep-2021, pacira pharmacueticals (pacira) became aware of an event reported by a facility to the FDA, through the medwatch program, on 26-aug-2021. As described in the medwatch report: mw5103601, at the end of procedure where an iovera device had been used, the pressurized cartridge dislodged from the iovera device and struck a wall in the procedure room. There were no injuries or other adverse events as a result of this malfunction.